Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms or display ramping on its own anomaly were noted. The following cosmetic damage was also found: minor scratches on the lcd window, cracked case at the display window corners, and cracked case at the battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while she was in an airplane. The patient's blood glucose at the time of incident was 125 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. She mentioned that she had been on a beach but did not get the pump wet or go into the water. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.